Event description:
Information was received indicating that this ambulatory infusion pump under delivered by -9.85%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy -9.85%". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log did not reveal the reported problem. The customer's reported problem was duplicated. Three separate delivery accuracy tests were performed. At least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification. What caused the reported problem was determined to be the expulsor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.